Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not working occurred. Data and product was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. Voltage test was performed and passed. Transmitter pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.